Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely no image and scope communication error b30 occurred due to data error of scope ID. However, the most probable cause of deposition of foreign objects on light guide lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope which is an olympus asset with no reported complaint. During evaluation of the device foreign object was found on light guide lens and the screen displayed no image with scope communication error b30 due to data error of scope ID. The service repair technician indicated that the most likely cause of foreign material in air-water cylinder could not be established. There was no patient involvement.